Event description:
Event description cpi received information that during follow-up testing, the physician noted ventricular oversensing, and failure to pace. The physician suspected a fracture of the ventricular lead, a bipolar porous tip endocardial lead (4260). The lead was removed from service.